Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-05. H6: investigation summary. Bd received thirty-two (32) samples and three (3) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set pre-attached holder there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip this event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "there are incidents of the leakage of blood from the needle inside the holder once they pricked the patient to collect the blood they found leakage of blood. They didn't insert the tube to the multi-sample sleeve needle inside the holder, they were contaminated with the patients blood and the patient as well. The action taken was visiting them to observe during the blood collection but after the discussion with the chief tech she request to exchange this lot no to avoid any problems with patient as its happened previously." No harmful exposure was reported at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set pre-attached holder there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip this event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated, "there are incidents of the leakage of blood from the needle inside the holder once they pricked the patient to collect the blood they found leakage of blood. They didn't insert the tube to the multi-sample sleeve needle inside the holder, they were contaminated with the patients blood and the patient as well. The action taken was visiting them to observe during the blood collection but after the discussion with the chief tech she request to exchange this lot no to avoid any problems with patient as its happened previously." No harmful exposure was reported at this time.